Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that black foreign objects were confirmed on the cartridge tip and lens during implant of the pcb00v tecnis monofocal iol (intraocular lens). It was noted that procedure was completed successfully with a back-up lens and there was no patient injury reported. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/30/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received at the manufacturing site for evaluation. Visual inspection under microscope magnification was performed and the plunger and pushrod were observed in advanced position in the preloaded insertion system. The lens was observed stuck at the cartridge tube area. No damaged was observed to the cartridge. No assembly error and/or defect were also observed in the preloaded device related to manufacturing process. No black particle or foreign objects were observed. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There are no discrepancies found during the mrr (manufacturing record review). The units were manufactured and released according to the specifications. Throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar particulate, as required by our approved procedures. A search in complaint history revealed that no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.